Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 6.13 years since initial implant, this male patient with bmi 30.8 underwent left side tka and was implanted with an exactech uhmwpe insert, serial #: (B)(4). On (B)(6) 2019, the patient underwent revision due to instability and polyethylene wear. No additional information is available or forthcoming.

Manufacturer narrative:
(H3) the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear and instability. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. Section h11: the following sections have corrected information: (h6) medical device problem code: 2988, naturally worn, component code: 734, known inherent risk of device.